Manufacturer narrative:
Without the return of the actual device in question for evaluation, MFR is unable to determine to exact for this incident. MFR did review the device history records relative to the manufacturing, inspecting and packaging of lot 03993742. This packaging lot contained all units, which were shipped from MFR on feb 14, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Angioguard filter basket retrieval is a known potential issue that may arise during a carotid stenting procedure. Review of the available info suggests that lesion/vessel characteristics may have contributed to the event as well as practitioner preference.

Event description:
The report is from the study. The pt was a female. Tall. The pt had a medical history of first degree relative with premature cad, hyperlipidemia, congestive heart failure, CABG, renal insufficiency, smoking, diabetes, coronary artery disease, myocardial infarction, and previous carotid endarterectomy in both the right and left sides. The target lesion was the left proximal internal carotid. The lesion 90mm long and 7mm in diameter. The vessel was moderately tortuous with greater than 2 bends and had moderate circumferential calcification. The lesion was predilated. A size 6 basket angioguard rx was used during the procedure. The angioguard was deployed with no problems. A precise rx 9 x 40 was deployed successfully with no malfunctions. During removal of the angioguard, the physician was unable to capture the angioguard. They attempted to retrieve it with the retrieval catheter and the catheter kept getting caught by the proximal end of the stent. A boston scientific retrieval catheter was attempted. The vessel was rewired with a bmw coronary wire and they were able to get the boston scientific retrieval catheter to the angioguard and retrieve it. The boston scientific retrieval catheter was chosen because they are more familiar with it. There was no neurological deficit when the pt left the angiography suite.